Event description:
It was reported that the wake button became detached from the pump. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.